Event description:
The customer called to report that he was hospitalized due to high blood glucose levels, with a reading of 325 mg/dl. The customer experienced ketones, excessive thirst and frequent urination. Troubleshooting was performed, and the insulin pump had the wrong time and date programmed. Assisted with the correct time and date. All other programming was correct. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.